Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump powered off without warning. The customer also reported a battery out limit alarm occurring after a battery change. Customer stated the battery was out of the insulin pump for a greater duration than allowed. Customer's blood glucose was unknown at the time of incident. The customer was unable to troubleshoot at the time of the call. Customer declined to return the insulin pump for analysis.